Event description:
The customer did not know the nature of the problem with the alarm that they are returning. They did report that there was no pt/caregiver incident or injury. Inspection shows that the alarm's battery door is broken and can be slid out away from the alarm and the low battery indicator does not work.

Manufacturer narrative:
Eval of the returned product found that the low battery indicator does not work. The battery door is broken and can be slid out away from the alarm. There is a static noise each time a tone is selected and also each time pressure is applied to the pad. Manufacturer references (B)(4).